Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The reported patient effects of mitral regurgitation (mr) and dyspnea as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All information was investigated and based on the information provided, the reported single leaflet device attachment (slda) appears to be due to patient morphology/pathology (friable leaflet) and procedural circumstances of visualization difficulties (poor image resolution) due to the anatomy. The poor image resolution was associated with the imaging being sub-optimal due to patient anatomy, and thus related to procedural and patient conditions. The reported mr resulting in dyspnea appears to be due to the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient and the device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat degenerative mitral regurgitation (mr). One clip was implanted, reducing mr from 4+ to 1+. Visualization was difficult due to the anatomy. Leaflet insertion was suboptimal but acceptable. On (B)(6) 2020, the patient returned with dyspnea. Echocardiogram was performed, which found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Mr increased to 3-4. On (B)(6) 2020, a second mitraclip procedure was performed. One clip was implanted reducing mr to 2+. No additional information was provided.